Event description:
The customer contacted beckman coulter inc., (bec) and reported the hemoglobin (hgb) and hematocrit checks failed on approximately 10 patient samples run on the coulter lh 750 analyzer. Review of data submitted for two patient samples reveals the lh750 generated discrepant low hgb with no instrument generated flags as compared to rerun on the same instrument and on a different instrument. Parameters calculated using hgb as a factor mean cell hemoglobin and mean corpuscular hemoglobin concentration (mch and mchc) were also low. A customer technical service (cts) advised the customer to bleach the hgb cuvette, do a hgb lamp adjust, and reproducibility. After bleaching, results were consistent and correct for two runs on the lh750 and rerun on the different instrument. The customer stated the issue was resolved and patient samples were rerun back to the last acceptable control. No discrepant results were reported outside of the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Controls were run before and after the event and recovered within range. The instrument is currently performing within published specifications. Failure mode for this event is unknown; however, the problem was resolved by bleaching the hgb cuvette and adjusting the hgb lamp. Per labeling, beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l) action and critical limits, definitive flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter, inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.